Event description:
It was reported that the procedure was to treat a moderately calcified, moderately tortuous, de novo lesion in the left anterior descending (lad) artery. After a rotablation procedure, a 3x28mm xience sierra drug eluting stents (des) was implanted, after which a perforation occurred at the edge of the stent. A 3.5x19mm rx graftmaster covered stent failed to cross due to anatomy and the shaft of the delivery system separated into 2 pieces. A 2.8x26mm rx graftmaster was used to successfully complete the procedure and seal the perforation. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported patient effect of perforation is listed in the xience sierra everolimus eluting coronary stent systems instructions for use (IFU) as a known patient effect of coronary stenting procedures. A conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined; however, the subsequent treatment appears to be related to the operational context of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling. The graftmaster stent system is filed under a separate medwatch report number.